Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report # 3005099803-2013-02396 for a description of the other device. It was reported to boston scientific corporation that a solyx sis system was implanted (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant listed two facilities associated with this complaint, (B)(6). It is unknown which facility the device was implanted at. The complainant also listed the following physicians associated with this complaint: (B)(6).